Manufacturer narrative:
This supplemental report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. Additional information: the carefusion failure analysis lab technician noted during evaluation: received vela main pcba and visually inspected part then installed in a vela unit. Events log recorded vent inop with motor fault, and xdcr fault. All transducer tests passed. All transducer calibrations passed with no apparent slipping. Unit ventilates properly with no induced errors. Ran unit in ventilation mode for 2 hours, but no errors or faults occurred. After cooling the transducers with anti-static freezer spray the unit came up vent inop with motor fault, and multiple xdcr faults. The issue went away when unit was powered off and on in svt mode to capture the transducer tests. Findings/root-cause: the reported issue was duplicated and found to be an intermittent exhalt flow and turbine differential transducer issue. No further investigation can be completed.

Manufacturer narrative:
(B)(4). Carefusion field service engineer evaluated the ventilator and found motor faults and bad pressure transducer. Replaced main pcb and verified performance. Ventilator passed all performance checks. Evaluation by the carefusion failure analysis technician is anticipated but has not yet begun. This complaint was identified during a retrospective complaint review as meeting the criteria for an MDR and will be submitted to the FDA.

Event description:
The customer reported that during pre-use set-up the unit fails the uvt test it displays vent inop with a continuous audible alarm.